Event description:
Celect ivc filter perforated the vessel wall resulting in inability to retrieve the filter. Perforation of the vessel did not allow for retrieval in the outpatient setting. Several attempts were made to retrieve the filter. First by jugular approach which was unsuccessful then by femoral approach which was also unsuccessful. After several failed attempts at retrieval, the snare became entangled in the filter. Patient had procedure the following day involving cutting the snare with endoscopy scissors. Filter remains in the patient. Manufacturer response celect ivc filter:a phone call was placed to the manufacturer informing them of this event. Manufacturer indicates they have never had this problem before. We have removed this item from service at our institution.